Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2021 by the archives of orthopaedic and trauma surgery, titled ¿prospective midterm results of a new convertible glenoid component in anatomic shoulder arthroplasty: a cohort study". The study reviewed twenty (20) patients who underwent anatomic total shoulder arthroplasty (atsa), to address primary osteoarthritis with intact rotator cuff, using arthrex universal glenoid devices. During the seventeen (17) month follow-up period, one (1) patient experienced metallosis. Source: magosch p, lichtenberg s, tauber m, martetschläger f, habermeyer p. Prospective midterm results of a new convertible glenoid component in anatomic shoulder arthroplasty: a cohort study. Archives of orthopaedic and trauma surgery. 2021;141:717-724.